Manufacturer narrative:
The customer's report was observed and attributed to a damaged trace on the pin of a transformer on the pace/defib engine board. The pace/defib engine board was replaced and scrapped to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72" and "defib fault 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.